Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 13-may-2022 and 15-may-2022, the patient's infusion set's tubing detached/broken at the site connector. The patient's blood glucose level was between 95-335 mg/dl at the time of the event and the infusion had been used for a day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.